Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Explanting physician reported "symptoms affected by implants decease" and "intracapsular rupture of the left implant found by sonography". The device has been removed. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, red particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior assessed as unidentified (tear) opening.

Event description:
Explanting physician reported "symptoms affected by implants decease" and "intracapsular rupture of the left implant found by sonography". The device has been removed. This record relates to the left side.